Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: carto 3 system (model# fg-5400-00j serial# (B)(4)). Stockert 70 system (model# 39d-76x serial# (B)(4)). Coolflow pump (model# m-5491-01 serial# (B)(4)). Event description continuation: overall ablation time at the site of the injury was 210 seconds for four ablations. Last ablation cycle time at the site of injury was 44 seconds. No error messages were observed on bwi equipment during the procedure.

Event description:
It was reported that an (B)(6) female patient underwent an ablation procedure for focal ventricular ectopy with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, following successful ablation of the ectopic focus, the patient became hypotensive and the tamponade was confirmed via transthoracic echocardiogram. It was not obvious when the tamponade had occurred. Pericardial drain was placed and the patient was transferred to the intensive care unit. The patient required extended hospitalization for an extra three days for monitoring. Patient has fully recovered. There were no factors cited that may have contributed to the adverse event. Physician's opinion regarding the cause of the adverse event is that it was related to the catheter ablation procedure and not product-related. It was not thought that the complication was secondary to a malfunction or failure of any johnson & johnson/bwi equipment. Transseptal puncture was performed with a cook tsnc-18-71.0 needle. Patient received anticoagulant during the procedure with activated clotting times maintained at greater than 350 seconds. Sheath used was a st. Jude medical 8.5f agilis. Stockert generator settings included: temperature control mode at 43°c (with maximum of 35°c) and power at 40 watts (with maximum of 40 watts) which was achieved at 8 seconds. Impedance dropped from 207 ohms to 166 ohms during ablation. Irrigation catheter flow was set at 30 ml/min. Ablation was performed with power settings of 30-40 watts and 17-30 ml/min irrigation. The irrigation was varied depending on power settings in compliance with standard practice guidelines. Ectopic focus was located at the superior-lateral aspect of the left ventricle two-thirds of the way from the base to the apex and was successfully ablated.